Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was delivering trigger pacing resulting in ventricular tachycardia (vt) episodes. The device was reprogrammed to resolve the issue. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.